Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, pap smear abnormal, dysplasia, dysfunctional uterine bleeding, ovarian cyst, pelvic mass, hypertension, hypercholesterolemia, mastalgia, painful intercourse, ureterolysis procedure, chronic cervicitis and loop electrosurgical excision procedure. Concomitant products included medroxyprogesterone acetate (depo provera) since 2011 to march 2013 for birth control as well as metformin and metoprolol. On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In january 2014, the patient experienced adhesion ("adhesions") and adnexa uteri mass ("left adenexal mass"). On an unknown date, the patient experienced back pain ("pain"). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and back pain had resolved and the adhesion and adnexa uteri mass outcome was unknown. The reporter considered adhesion, adnexa uteri mass, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 perhaps 4 coils extending from the left ostia, on the right side five coils were recognized into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion that everything was fine. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- outcome of events "pelvic pain, back pain, vaginal haemorrhagia, menorrhagia" were updated to "recovered/resolved", medical history, concomitant drug, reporter added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included early miscarriage, pap smear abnormal, dysplasia, dysfunctional uterine bleeding, ovarian cyst, pelvic mass, hypertension, hypercholesterolemia, mastalgia, painful intercourse, ureterolysis procedure, chronic cervicitis and loop electrosurgical excision procedure. Concurrent conditions included high cholesterol and diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) since 2011 to (B)(6) 2013 for birth control as well as metformin and metoprolol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 1 month 9 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced adhesion ("adhesions") and adnexa uteri mass ("left adenexal mass"). On an unknown date, the patient experienced back pain ("pain") and abscess ("abscess"). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and back pain had resolved and the adhesion, adnexa uteri mass and abscess outcome was unknown. The reporter considered abscess, adhesion, adnexa uteri mass, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 perhaps 4 coils extending from the left ostia, on the right side five coils were recognized into the endometrial cavity. Discrepancy in essure date of insertion-earlier reported was 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion that everything was fine. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff information form received. Event " abscess" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included early miscarriage, pap smear abnormal, dysplasia, dysfunctional uterine bleeding, ovarian cyst, pelvic mass, hypertension, hypercholesterolemia, mastalgia, painful intercourse, ureterolysis procedure, chronic cervicitis and loop electrosurgical excision procedure. Concurrent conditions included high cholesterol and diabetes. Concomitant products included medroxyprogesterone acetate (depo provera) since 2011 to march 2013 for birth control as well as metformin and metoprolol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), 1 month 9 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced adhesion ("adhesions") and adnexa uteri mass ("left adenexal mass"). On an unknown date, the patient experienced back pain ("pain") and abscess ("abscess"). The patient was treated with surgery (total abdominal hysterectomy,bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and back pain had resolved and the adhesion, adnexa uteri mass and abscess outcome was unknown. The reporter considered abscess, adhesion, adnexa uteri mass, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 3 perhaps 4 coils extending from the left ostia, on the right side five coils were recognized into the endometrial cavity. Discrepancy in essure date of insertion-earlier reported was 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion that everything was fine. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included metformin and metoprolol. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), adhesion ("adhesions"), adnexa uteri mass ("left adnexal mass") and back pain ("pain"). The patient was treated with surgery (hysterectomy, salpingectomy bilateral removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, adhesion, adnexa uteri mass and back pain outcome was unknown. The reporter considered adhesion, adnexa uteri mass, back pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion that everything was fine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), pain, other injury(ies) or complication (s) please describe: adhesions ¿mass were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.